Event description:
It was reported that the patient experienced low flow alarms while sleeping connected to battery power. The patient shoved their system controller under blankets and went back to sleep. When the patient awoke approximately 3 hours later, their left ventricular assist device (lvad) was off. The patient restored power to the lvad and did not experience any negative effects from the pump off event. The patient went to the clinic approximately two weeks later where it was noticed that the system controller was at the default time and date setting. A review of the log files by technical services found numerous low flow events. It was also noted that the controller clock had been reset to its factory setting as a result of the controller losing power.

Manufacturer narrative:
The date of the event was approximated as the exact date was unknown and unable to be provided. Manufacturer's investigation conclusion: the reported event of the controller clock not set and pump stop was confirmed via log file analysis and provided information. A review of the periodic log file contained data spanning approximately 11 days ((B)(6) 2000 and (B)(6) 2023 per timestamp). From the beginning of the log file, (B)(6) 2000, clock not set alarms were active due to the clock being reset to a default timestamp. The periodic log file captured data every one hour, so the exact date and cause of the clock reset was not captured. The event log file showed the clock was set to a correct timestamp on (B)(6) 2023 at 9:21:00. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis. Per the provided information, the patient admitted to sleeping on battery power and stuffing the controller under the blankets to go back to sleep when the alarms initially activated. Patient thinks he woke up approximately three hours later with the pump being off, he reconnected power and the pump restarted without issue. A root cause for the reported events is consistent with user error and the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.